Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 26 of 27 devices were returned for evaluation. One device will not be returned for evaluation. Evaluation of four devices found it to be within specification. Evaluation of nine devices found excessive wear due to a lack of proper maintenance. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. Evaluation of two devices found excessive wear due to a lack of proper maintenance, lubrication and debris build-up. Evaluation of eight devices found excessive wear due to a lack of proper maintenance and the devices had debris build-up. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did heat up during evaluation. The device was repaired and returned to the customer. The 25 devices did not heat up during evaluation. The devices was repaired and returned to the customers.

Event description:
This report summarizes 27 malfunction events where a midwest e pro 1:5 high speed contra angle attachment overheated. 24 events resulted in no injury; 2 events resulted in the patient being slightly burned with no intervention and 1 event that a patient experienced a minor burn that the outcome is unknown.